Event description:
It was reported that there was difficulty connecting the hose system to the device; other lot numbers were compared and it seemed that the connections have changed qualitatively. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received inside a plastic bag without the original open packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the sample presented deformation in the tube. In order to duplicate the condition, 2 samples were produced with the following conditions. Sample 1: the tube of the part was manually twisted and left in this position for 2 hours; the tube returned to the original form without damage or deformations. Sample 2: the tube was manually twisted and a metal weight of 25 pounds was placed on the part and left for 2 hours; the tube returned to the original form without damage or deformations. The root cause of the issue could not be determined; the most probable root cause is the part became damaged (deformed) after it left the manufacturing facilities. Action(s) taken to mitigate the reported issue(s): as a preventive action, a notification of this complaint to the production personnel was conducted by the document control technician.